Manufacturer narrative:
The associated devices, used in treatment, were not returned for evaluation. A visual inspection could not be performed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. A relationship, if any, between the subject device and the reported event could not be determined. Some potential probable causes of the event could include use of nonsterile product or instruments. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. There is no evidence to suggest the devices failed to meet specifications. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to a sepsis on the patient. The doctor removed all the implants, did a washout and insert a cement spacer. No further information available.